Event description:
Customer called to report that the immage 800 immunochemistry system generated an abnormal number of rf false positive patient results when immage system rheumatoid factor (rf) reagent, lot #m012376, was used. Customer was sent a replacement rf reagent lot; customer has not called back to report issues with the replacement reagent lot. The root cause is unknown, but appears to be specific to the reagent lot that was used on the system. Customer stated that the results were not reported outside the laboratory; therefore, patient treatment was not affected.

Manufacturer narrative:
The root cause of the issue appears to be reagent-specific. Customer has not called back to report any further reagent lot issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4)).